Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove an approximately 6mm polyp in the ascending colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the physician attempted to remove the second polyp he found. The nurse closed the snare and felt a crack and the wire was separated from the cable. The wire was removed using biopsy forceps. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: a photo submitted by the customer shows the loop around a polyp and detached from the device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of snare loop detached. Problem code a150208 captures the reportable event of snare loop entrapment. Impact code f23 captures the reportable event of an unexpected medical intervention. Block h10: investigation results a 10mm round cold snare was received for analysis. Visual and microscope inspection of the returned device revealed that the loop came separated from the cannula. Microscope inspection found that there was evidence of torque marks in the cannula, which indicates that the loop was attached to the cannula. During media analysis of the photo provided it was observed that the loop was separated from the device. No other problems were noted. The reported event was confirmed. During product and media analysis it was observed that the loop was completely detached from the device. An investigation to address this problem has been completed. Per procedure, the product builder must insert the loop all the way down reaching the bottom of the crimper and if this step is not met then the assembly must be scrapped. The investigation concluded that this task was not properly executed. The most assignable cause is human error since the defect was not discarded and the unit was sold. The investigation concluded that this is considered an isolated event. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove an approximately 6mm polyp in the ascending colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the physician attempted to remove the second polyp he found. The nurse closed the snare and felt a crack and the wire was separated from the cable. The wire was removed using biopsy forceps. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: a photo submitted by the customer shows the loop around a polyp and detached from the device.